Event description:
After steam sterilization, it was observed that the rubber cover over the shock button of the internal handle was torn. The customer had used the internal handles 15 times. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control rep evaluated the device and verified the reported tear of the rubber cover over the shock button. A replacement internal paddle cable assembly was provided to the customer.